Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, priming and excessive no delivery tests. There was no excessive no delivery alarm. The device functioned properly. The insulin pump was received with scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 416 mg/dl. Customer treated their high blood glucose via manual injection. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer received no delivery alarm during manual prime. Customer advised the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.